Event description:
It was reported that the event occurred while in the cath lab. During insertion of the catheter the user could not advance the catheter via femoral vein. As a result, the catheter was removed and replaced with another catheter successfully. The user said that since the catheter ¿soften,¿ they could not advance it. There was no report of pt death, complications or injury. There was a delay or interruption in therapy with no harm to the pt. The pt outcome is good. An update received on (B)(6) 2013 stated the spring wire guide (swg) maintained venous access for the second catheter. The user used a dilator when inserting the sheath into the insertion site. There was no delay or interruption in therapy.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.